Event description:
When it became time to remove the temporary screw, the screw broke off within the skull. Surgeon's attempt to remove unsuccessful. Continued effort could potentially result in harm. Surgeon made the medical decision to intentionally keep screw in place after filing it down so that it would flush.